Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product was returned for evaluation. Data logs were reviewed and the real time logs at time of failure shows an increase in purge pressure over a period of 10 minutes before "high purge pressure" alarms were triggered. Purge pressure remained high for approximately 12 hours before purge was able to return to a normal range. Clinical details noted that the increase in purge pressure occurred when evaluation left ventricle (lv) function and pump was turned down from p-9 to p-1 and back up to p-9. Anticoagulation was noted to be within range. Purge pressure was able to return to a normal range after tissue plasminogen activator (tpa) protocol was administered. The root cause of the high purge pressure was most likely due to a build-up of biomaterial. The instructions for use impella 5.5 with smartassist states the following: section: using the automated i.mpella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ added- h6 impact code 4644.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 72-year-old male patient of unknown race and ethnicity with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while on support the pump had high purge pressure alarm and tissue plasminogen activator (tpa) protocol was used which resolved the issue. No patient harm reported, and the patient remains on support.